Event description:
There is no adverse event associated with this complaint. The patient reported that the buttons became unresponsive after swimming with the pump. She stated that when she got out of the water the pump maintained power but the all keypad buttons except for the contrast button were completely unresponsive. The patient discovered a tear in the rubber keypad after she contacted animas. The alleged malfunction is being reported because the issue could not be resolved

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.